Manufacturer narrative:
The insulin pump had button error alarm due to flattened dome switch at the act button on the keypad trace. The functional testing including the displacement, occlusion, priming and excessive no delivery tests were all unable to be performed along with the motor error alarm verification due to keypad damage. The motor was tested outside of the device, the motor passed the motor test and there was no damage found on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, low blood glucose, button error alarm and motor error alarm. Customer's blood glucose level went as high as 400 mg/dl and as low as 48 mg/dl. Troubleshooting for high/low blood glucose was performed. Customer treated themselves with a bolus and a manual injection which caused a low blood glucose level. Customer advised there was one air bubble inside the tubing. Customer performed the high pressure test twice and failed both times. Troubleshooting for motor error alarm was performed. Customer was able to rewind the insulin pump, however they have received more than one motor error alarm in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.